Event description:
Reportable based on analysis completed on 14-may-2015. It was reported that crossing difficulties were encountered.   The target lesion was located in the distal left circumflex (lcx). A 2.25x24mm promus element ¿ stent was selected treat the lesion; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts at the distal end of the stent and the centre of the stent were raised and distorted. This damage is consistent with the stent with the stent meeting a resistance or an obstruction. The balloon was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).